Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage was observed in spd not during the case. The instrument is or is on its way to intuitive for you to inspect the damage. I was not notified during the case that there were any issues with the instrument. The damage was observed with 4x magnification, room staff is not able to see damage, typically with the naked eye.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm fenestrated bipolar forceps instrument to perform failure analysis. Failure analysis investigations did not confirm the customer reported complaint. The instrument was analyzed and it was found to be fully functional. It did not have damaged cables or damaged insulation on it.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument was found to have a compromised insulation cable, observed in spd with 4x magnification as per IFU. The procedure was completed without any reported patient injury.